Event description:
Rrt (rapid response team) was called on patient with blood glucose reading done twice. The first reading was at 94 mg/dl, the second was 397 mg/dl and actual was 15 mg/dl. An additional treatment was performed and testing to validate the readings.